Manufacturer narrative:
The technical investigation revealed that the orsiro stent is neither deformed nor damaged. The stent is properly crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The final root cause is most likely related to external factors during procedure.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation the orsiro could not pass the calcified lesion.